Event description:
Subsequent information indicates that this product was explanted for normal battery depletion (nbd).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in storage mode with a battery status of end of life (eol). This information was discovered during a pre-changeout device interrogation. It was reported that the patient's heart rate was 25 beats per minute and no therapy was available due to the device's battery voltage. No additional adverse patient effects have been reported. At this time, no further information has been provided.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing. Additionally, the memory was reviewed and this device declared elective replacement indicator (eri) at 2.5 volts and a charge time of 12.84 seconds. The device later declared end of life (eol) due to longer charging time. The device eventually went to battery expired (bex) due to monitoring voltage of the device. Eri to eol was exactly 90 days. Therapy was confirmed to be available until the device declared bex.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.